Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: the pump¿s black box data history could not be downloaded due to internal moisture damage in the pump. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture damage in the compartment. A leak test was performed and failed due to a crack in the battery compartment leak. The pump powered up with audible and vibratory features to a blank display screen. The pump¿s cover was removed and moisture found on the printed circuit board (pcb) and on the keypad bracket. The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to a blank screen related to moisture in the pump. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.